Event description:
(B)(4). Teeth starting crumbling, now I have none. Hair is falling out so bad I am starting to have bald spots. Intense cramping before and during a period. They feel like labor contractions, bleeding on days 1 and 2 are so heavy multiple pads do almost no good, bloating so big I need 2 sizes bigger for about a week.